Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. The patient had been working on a car when the airbag deployed into the patient's chest leaving a burn mark just medial of the device. It appeared the device had possibly flipped and broke loose from the suture. The device was explanted and there was no visible damage noted. The field representative thinks something happened to the device internally. The patient was implanted with a new device. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device case and header noted a small dent on the non-label side, 0.5 inches below the device header. Telemetry could not be established with the device; as a result, laboratory technicians were not able to access the device's memory. Prior to performing detailed testing, x-rays were taken of the device to non-destructively identify any potential internal issues. No irregularities were noted with the device's internal components based upon x-ray evaluation. The titanium case was opened and the case half with the labeling was removed. Visual inspection of the internal components revealed the mixed mode integrated circuit (mmic) was cracked and broken. Laboratory analysis concluded the damage to this device was induced when the patient was struck in the chest with the airbag.